Event description:
This hakim valve was implanted into the pt 3 years ago and during this time the pressure has been changed about 10-15 times with no problems. The surgeon tried to change the pressure of the valve in 2000 under x-ray and was unable to move the pressure setting. The surgeon then surgically removed the valve and replaced it with a new programmable valve.